Event description:
It was reported that cartridge alarm 20 occurred with pump, and caller also experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate method for insulin delivery if necessary, and tandem technical support arranged shipment of replacement pump, instructed customer to place problematic pump in storage mode and return it within 10 days using provided shipping materials, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump; later, customer asked about charging pad cover and was informed it would be included with next supply order.